Event description:
Clinic notes were received for the vns patient¿s office visit with her neurologist on (B)(6) 2013. The notes indicate that the patient had recently experienced some breakthrough seizures since her previous office visit in (B)(6) 2013. The patient experienced a seizure at school followed by a long un-arousable period and therefore was transported to the emergency room. The un-arousable period was attributed to a seizure. Magnet mode stimulation was reported to be unhelpful. The next day, the patient had four brief consecutive seizures which were all self-terminated. The device was interrogated during the (B)(6) 2013 office visit and reported to be at end of service. The neurologist stated that the depleted generator battery was likely the cause of the patient¿s recent seizures. There were no changes to the patient¿s medications. Additional information was received stating that the patient underwent generator replacement surgery due to battery depletion on (B)(6) 2013. Diagnostic results with the existing lead revealed lead impedance within normal limits (impedance value ¿ 1972 ohms). The explanted generator was returned to the manufacturer and analysis of the device was completed on (B)(4) 2014. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. Magnet activations performed during output monitoring demonstrated the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters and revealed that the device at near end of service. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional relevant information were made, but have been unsuccessful to date.

Event description:
Further follow-up with the neurologist revealed that there were no issues with the vns patient¿s device.